Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving baclofen with a concentration of 2000 mcg/ml (dose unknown) via implantable pump. It was reported that the patient had their pump removed and replaced due to a suspected infection after their implant. There were no known external factors and no troubleshooting was performed. The patient's medical history and weight were unknown. The pump was discarded and the patient was without injury. The issue was resolved. Additional information was later received from the rep who reported that the cause of the infection was not determined and this was confirmed with the managing physician.